Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice return instrument test/evaluation (rite) electrical test and functional test. Assignable cause was determined to be a shorted pump assembly. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. There was no patient involvement. There was no patient involvement.